Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during occlusion test due to faulty force sensor resistor. Motor tested ok. Unable to confirm low reservoir alarm due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was performed. The device was returned for analysis.